Event description:
User stated she started getting data alarms on pt results for the ises. Eight pt samples gave this alarm with discrepant results. No incorrect pt results were reported. All results are in meq/l. Sample 1. Initial sodium result was 35, repeat result was 142, initial potassium result was 0.9, repeat result was 3.8. Sample 2, initial sodium result was 88, repeat result was 141. Sample 3, initial potassium result was 17.3, repeat result was 4.0. Sample 4 initial potassium result was 6.9, repeat result was 3.9. Sample 5, initial sodium result was 117, repeat results were 134, 135 and 135; initial potassium result was 4.2, repeat results were 4.8 and 4.8. Sample 6 initial sodium result was 122, repeat results were 147, 141 and 142; initial potassium result was 4.7, repeat results were 5.3, 3.0 and 3.0. Sample 7 initial result was 56, repeat results were 140 and 140; initial potassium result was 1.8, repeat results were 4.3 and 4.3. Sample 8 initial sodium result was 43, repeat results were 139, 472, 139 and 139; initial potassium result was 1.2, repeat results were 3.8, 16.4, 3.8 and 3.8.

Manufacturer narrative:
The user stated there was noticeable air in the is and sipper syringes. The technical support specialist had the customer check the is reagent tubing, reposition it in the reagent bottles and then perform a prime clearing the air from the syringes. On a subsequent visit, the field svc rep determine the is tubing was tangled and was not into the liquid and he corrected the tubing. The field service rep ran the analyer to verify performance.